Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Livanova deutschland learned that the biomed disassembled and examined the erc clamp and obviously found the shaft bearings to be rusted. Even though requested, the parts have never been made available for investigation at the manufacturers site. Since the requested part has not been provided for investigation, no root cause investigation could be performed.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm displayed error messages during priming. There was no patient involvement.